Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient ultimately expired on (B)(6) 2019. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. The heartmate ii lvas IFU lists sepsis, infection (driveline, pump pocket, and local) and several types of organ failure (heart, renal, hepatic) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the hmii lvas patient handbook, also provide information regarding how to prevent infection.

Manufacturer narrative:
Patient's history of driveline infection was reported in MFR#2916596-2019-03380 and MFR#2916596-2019-02765. Approximate age of device - 6 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired due to chronic heart failure and sepsis. The chronic heart failure is due to patient condition. The sepsis was due to chronic driveline infection. The signs and symptoms were fever, chills, ICD shock from arrhythmias, multi organ failure, increased creatinine due to anuria, increased lfts, and increased lactate. The patient went to comfort measures and no autopsy or explant was performed. The device reportedly operated as expected. No further information was provided.